Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 400 mg/dl, with polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump basal rate was adjusted by the patient¿s healthcare provider. The pump basal history did not match the active basal program. The patient had been changing their basal rates. The pump basal history showed several unexplained zeros in the basal delivery, with no suspends. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: during investigation, the basal change history verifies reported 0 unit changes in basal program. There was no activity in black box corresponds with 0 unit basal changes. The total daily dose insulin delivery totals correctly reflect user's programmed basal rates. Black box shows pump was delivering programmed basal rate until deliveries were halted by user at 6:47pm on 3/12/19. The pump passed delivery accuracy test and found to be delivering within required specifications. There were no 0 unit basal changes observed in basal change history during testing. Unable to duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.